Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6), 2010. Subsequently, patient was revised on (B)(6), 2011, due to alleged pain, pseudotumor and metallosis. This report is based on allegations set forth in patient's legal complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2011, due to alleged pain, pseudotumor and metallosis. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to metallosis and pseudotumor . The operative notes confirm that the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in patient's legal complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to metallosis and pseudotumor . The operative notes confirm that the modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse reactions, number 1 states, " material sensitivity reactions" number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01057).

Manufacturer narrative:
This follow-up report is being filed to relay a correction and additional information, which was unknown at the time of the initial medwatch. Correction: the patient¿s (B)(6), 2011 cobalt level of 236.5 mcg/l was inadvertently reported as a blood level in follow-up number 1.